Event description:
According to the reporter: the orvil og tube was inserted and the tip curled as it was introduced into the gastric pouch. Once a gastrectomy was made, we noticed that the tube was curled and the grasper was inserted and the tube was grasped through the opening. With gentle traction, the tube was pulled out and the surgeon did not notice any resistance. The og tube disengaged from the anvil leaving the white connector tip and suture on anvil. The anvil was retrieved 45 minutes later from the esophagus after a c-arm x-ray was used. The anvil that is packaged with the dst eea was placed transgrastically after a purstring had been created. By observing the suture, it appears it tore away from the tube, but did not break. Additional information has been requested, but no new information has been obtained.